Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the 3.2 mm wire guide sleeve (p/n: 03.037.018, lot #: 9219590) was returned and received at us cq. Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. The yellow epoxy markings on the device were missing. The missing epoxy was investigated under corrective and preventative actions and does not require any additional investigation for this defect. No other issues were observed with the returned device. Dimensional inspection: the distal tip outer diameter was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was not confirmed for the 3.2 mm wire guide sleeve (p/n: 03.037.018, lot #: 9219590). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.. No product design or manufacturing issues were identified, and no new malfunctions were identified either. The missing epoxy was investigated under corrective and preventative actions. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.018, lot: 9219590, manufacturing site: (B)(4), release to warehouse date: 09.dec.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during inspection it was noticed that the buttress/compression nut's flat threads and 3.2mm wire guide sleeve are pitting at tip, and 3.2mm trocar has bent wire and flat tip. There was no patient involvement reported. This report is for one (1) 3.2mm wire guide sleeve. This is report 2 of 3 for (B)(6).